Manufacturer narrative:
This is a combination product (B)(4). This follow-up is to relay additional information. The following sections were updated : b4, d4, g3, g6, h2, h6, h10. The device manufacturing quality record can't be performed since the batch number was not communicated. A complaint extract was done regarding medical : allergy: 1 complaint (1 product), this one included, have been recorded on refobacin bone cement r. 1x40 jp, reference (B)(4) from aug 1, 2018 to december 02, 2021. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an anaphylactic phenomenon occurred in patient who used refobacin cement. The patient recovered the next day.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign and health professional - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an anaphylactic phenomenon occurred in patient who used refobacin bone cement. The patient recovered the next day.